Manufacturer narrative:
The technician inspected the bed and found the left side rail latch is sticky. The most likely cause is contamination in the side rail latch from liquid or fluid spilled on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the side rail latch mechanism to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail will not latch. The bed was located in ICU at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system was complaint # (B)(4).